Manufacturer narrative:
The technician found the head gas springs were leaking oil. The technician replaced the gas springs to repair the stretcher.

Event description:
Information received indicates the head section will not go down.